Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the lead revision procedure, backup vvi mode was observed on the device. The device resolved the issue by itself. The device was re-interrogated, and no issue was found. The patient was stable.